Event description:
It was reported that pauses were seen on the electrogram (ECG) which looked like loss of atrial ventricular (av) synchrony with the right ventricular (rv) lead. It was also reported that there was a period where the pacing and sensed events appeared dissociated. It was further reported that the rv lead exhibited t-wave oversensing (twos). Therefore the device's sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.